Event description:
Literature: son, b. C., yang, s. H., hong, j. T., lee, s. W. Occipital nerve stimulation for medically refractory hypnic headache. Neuromodulation : journal of the international neuromodulation society. 2012;15(4):381-386. Doi: 10.1111/j.1525-1403.2012.00436.x. Summary: the study presented a case of hypnic headache successfully managed with occipital nerve stimulation. A (B)(6) female presented with a four-year history of a right occipital headache that regularly awakened her from sleep. The headache, which was dull and throbbing, would awaken her regularly at 4:00 am, five hours after bedtime at 11:00 pm. No photophobia, nausea or vomiting, lacrimation, or other autonomic symptoms were present. The headache was refractory to various medical treatments, including indomethacin, flunarizine, propranolol. She underwent a trial of occipital nerve stimulation with a lead electrode using a medial approach. During the ten-day trial stimulation, she reported almost complete relief from hypnic headache. Chronic occipital nerve stimulation replicated the trial results. Reported event: one year after occipital nerve stimulation began, the patient suddenly could not feel the stimulation-induced paresthesia for one month and the frequency of hypnic headache increased to 12 days per month. The patient visited the outpatient clinic and a subsequent x-ray of the cervical spine showed migration of the lead. A wound revision including relocating the lead to its original location was performed. After revision of the electrode to the original location, the effectiveness of the occipital nerve stimulation against hypnic headache was achieved again. The effectiveness of chronic occipital nerve stimulation against hypnic headache was fairly consistent through 36 months of follow up.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, product type extension product ID 3487a, serial# unknown, product type lead. The actual event dates were not provided. This date is based on the date of publication of the article. (B)(4).